Manufacturer narrative:
Concomitant medical products product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a device manufacturer representative regarding a patient receiving bupivacaine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient was "a couple days late" in getting their pump refilled. When the pump was interrogated it was determined the empty pump reservoir alarm was occurring. The patient had experienced withdrawal. Actions/interventions taken as result included a refilling of the pump and resetting the low reservoir alarm. The issue had been resolved. If additional information is received, a follow-up report will be sent.